Event description:
Grade 4 capsular contracture of right breast with pain and significant deformity, firmness and tenderness. Past medical history significant for having undergone bilateral breast augmentation in 1978. Silastic implants were used. Pt to be hospitalized in 1/94 for bilateral removal of implants and performance of a capsulectomy on right side.